Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent vaginal wall exploration with release of the vaginal wall from the underlying graft and vaginal cuff repair/colporrhaphy on (B)(6) 2005. The patient underwent vaginal wall exploration, partial removal of graft vaginally and colporrhaphy on (B)(6) 2006. The patient underwent an exam under anesthesia, exploratory laparatomy, removal of sacrocolpopexy mesh from vagina via abdominal route, colporrhaphy/repair of vaginal defect, and cystoscopy on (B)(6) 2006, due to complication of genitourinary device, vaginal foreign body, nonhealing surgical wound (vagina), foreign body reaction, persistent vaginal bleeding, vaginal discharge, and detrusor-over-activity incontinence. (B)(4) - complication of genitourinary; vaginal foreign body; nonhealing surgical wound.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2004 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedures of a total abdominal hysterectomy with abdominal sacopolypexy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems and dyspareunia.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.